Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and force test were performed following j&j medtech procedures. Visual inspection revealed a hole at the surface of the pebax with reddish material presumably blood, no other damage were detected. The device was connected to the carto 3 system, and it was recognized; however the device was not visualized and error 105 was displayed by the system. No force issues were displayed by the system. Then, the handle was dissected and sensor pads were measured, and were found within specifications therefore, the failure could be related to an internal pcb issue. A manufacturing record evaluation was performed for the finished device 31512168m number, and no internal actions related to the reported complaint condition were identified. As error 105 was displayed, could be related to the force sensor error reported by the customer. The potential cause could be related to a internal component failure. The hole and the foreign material detected during the visual inspection was unrelated to the reported event by the customer. The potential cause could be related to the manipulation of the device during the procedure, however, it could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, an error 106 code occurred after the catheter was plugged into the carto. This occurred prior to the first ablation as the tip threaded through the distal end of the sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.